Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. This supplemental report includes additional information received from the author. B5 updated accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The author confirmed that there were ¿no cases caused by olympus devices.¿

Event description:
Olympus reviewed the following literature titled "examination of the safety and efficacy of a new type of high-frequency knife in gastric esd". In this study, they examined the safety and efficacy of a new type of high-frequency knife in gastric endoscopic submucosal dissection (esd). 236 patients underwent gastric esd between april 2020 and january 2023. Excluding 106 cases in which blade-type knives were used, 68 cases were esd performed with a new high-frequency knife (tech knife) in the tech group, and 61 cases were esd performed with single use electrosurgical knife kd-650, were in the dual group. Post-hemorrhage (2 patient's) intraoperative perforation (2 patient's) delayed perforation (1 patient) there is no report of any olympus device malfunction in any procedure described in this study.

Manufacturer narrative:
Since the literature described "dualknife", we selected "kd-650l" as a representative product. The product was unknown but a representative product was chosen for processing purposes. The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.